Manufacturer narrative:
(B)(4). Event description-correction. Additional information/device evaluation-correction.

Event description:
Upon further review of the complaint, the information provided in the initial MDR was submitted in error. It was determined that the patient stated the receiver was stuck on the initialization screen, therefor, this is a non-reportable complaint. Please disregard MFR number 3004753838-2018-055142.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.